Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fibrillation with rapid ventricular response. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m-55 lead implanted: (B)(6) 2014. (B)(4).